Manufacturer narrative:
On 01/21/2016 a medtronic representative, following-up at the site, reported the surgeon deemed being inaccurate intraoperatively. Because they were using the non-invasive patient reference frame, the medtronic representative asked the surgeon to make sure that it was still secured tightly to the skin. After the surgeon pressed down on the reference frame, accuracy was re-gained. The medtronic representative confirmed with the surgeon that she felt accurate for the remainder of the procedure. The medtronic representative spoke with the surgeon following the surgery and she stated that she thought the non-invasive patient reference frame was loose which caused the inaccuracy. Return requested for patient tracker. The site discarded the patient tracker, it cannot be returned, they did not document the lot number. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an axiem cranial procedure, partway through navigation, the surgeon alleged navigation had become inaccurate approximately 5 millimeters superior. The surgeon noted that the non-invasive patient tracker may have pulled loose, she pushed it back onto the skin and accuracy was restored. Accuracy was checked throughout the rest of the case with no further issues. The patient tracker was placed behind the patient's ear, with the cord hanging down toward the floor. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was approximately one minute. There was no impact on patient outcome. Resolution confirmed.